Manufacturer narrative:
A united states (us) customer encountered out of range cuvette ring temperature on the atellica ch 930 analyzer. Siemens reviewed the instrument data and determined that on the day of event, the instrument displayed ¿verify temperature check failed¿ multiple times. The error indicates that the readings between the control and verify thermistors are greater than the allowed delta of 1.5-degrees celsius. The analyzer is designed to flag any results run during the timeframe with an appropriate temperature code if the samples are processed when the reaction ring temperature is outside of the 36.7-degrees c to 37.3-degrees c range. Still, the customer processed and reported patient samples with temperature errors. A siemens customer service engineer (cse) reseated the reaction ring thermistor. There were no additional errors recorded by the instrument post service visit. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported patient results that were flagged with ¿temperature errors¿ on the atellica ch 930 analyzer to physician(s). Through reviewing instrument files, siemens determined that some samples were repeated on an alternate atellica ch 930 analyzer, while other samples were not repeated. The customer refused to provide additional information on the samples that were not repeated. Of the samples that were repeated on an alternate analyzer, it was determined that falsely depressed creatinine_2 (crea_2) and concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on the initial atellica ch 930 analyzer and the physician(s) questioned the results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous crea_2 and co2_c results.